Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2004. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: (B)(4).

Event description:
The hospital reported a malfunction resulting in loss of suction. There was no patient involvement.

Manufacturer narrative:
Per additional info received, this failure did not affect the units ability to suction at maximum power and was not hazardous. H3 other text : per additional info received, this failure did not affect the units ability to suction at maximum power and was not hazardous.